Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "fourth-generation ceramic-on-ceramic total hip arthroplasty in patients of 55 years or younger: short-term results and complications analysis" written by wang weiguo, guo wanshou, yue debo, shi zhencai, zhang nianfei, liu zhaohui, sun wei, wang bailiang and li zirong published by chin med j 2014;127 (12) doi:10.3760/cma.j.issn.0366-6999.20133349 on 2014 was reviewed for MDR reportability. The article reports on results of 132 cases (177 hips) who received coc bearing hip implants between january 2010 and december 2012. All patients receive depuy pinnacle cups with ceramic heads and liners and depuy summit stems in 30 hips and 147 hips with corail stems. The article captures 6 individual cases with patient identifiers in table 1 of complications. Generalized results were incidental inguinal pain found in 3 hips and thigh pain in 11 hips but no osteolysis or loosening of implants. Each patient is captured individually on linked complaints. This complaint captures no 2 a (B)(6) male with corail stem that experienced a dislocation 2 days post initial operation and received treatment of closed reduction under general anesthesia and immobilization.